Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the acetabular component is loose and rotated to 90° vertical position and out of the host acetabulum. The distal stem is not visualized on this film. No clinical or past medical history, no primary or revision operative report, no date of the primary total hip arthroplasty, and no examination of the explanted components is available. Based upon the minimal information available for review, no determination can be made regarding the failure of fixation of the acetabular component in this case." Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the acetabular component is loose and rotated to 90° vertical position and out of the host acetabulum. The distal stem is not visualized on this film. No clinical or past medical history, no primary or revision operative report, no date of the primary total hip arthroplasty, and no examination of the explanted components is available. Based upon the minimal information available for review, no determination can be made regarding the failure of fixation of the acetabular component in this case." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient has been having general hip pain and dislocating, x-rays showed cup spun around screw indicating cup as not fully seated into proper position. Patient had a psl cup with accolade hip stem. Liner was removed, screw was removed only have because screw was broken. Cup was removed. Femoral head removed with an impactor. Doctor used biomet cage to fix patients acetabulum, cemented a biomet poly inot cage, put new stryker lfit 36mm x -5mm femoral head. Accolade stem was solid and not removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient has been having general hip pain and dislocating, x-rays showed cup spun around screw indicating cup as not fully seated into proper position. Patient had a psl cup with accolade hip stem. Liner was removed, screw was removed only have because screw was broken. Cup was removed. Femoral head removed with an impactor. Doctor used biomet cage to fix patients acetabulum, cemented a biomet poly inot cage, put new stryker lfit 36mm x -5mm femoral head. Accolade stem was solid and not removed.